Event description:
Received medwatch (customer was unable to supply medwatch number) from customer stating that the patient was undergoing thrombolysis of left upper extremity arterio-venous graft. On inflation of the fogarty balloon the distal tip dislodged. This was successfully snared out by the physician in angio suite and the procedure concluded without further incident and no harm to the patient. Follow up indicated that this was a clot retrieval procedure. The clot was able to be removed and it was reported that the balloon had ruptured. The rupture was noted when pulling back the plug/clot out of the vessel and at that time the tip dislodged.

Manufacturer narrative:
One (B)(4) catheter was returned without the packaging for evaluation. The reported defect was confirmed for "balloon distal tip dislodged". The evaluation included visual examination, and noted any observed abnormalities such as damaged, incorrect or missing components. There was 1.8cm of the catheter tip that has broken off and was not returned. The proximal, distal windings and balloon latex were part of the missing tip. This condition may occur when the max pull force of 2.0 lbs (per directions for use) has been exceeded. Although the reported defect was confirmed, there was no evidence of a manufacturing defect found during the evaluation. Review of the available information indicates that procedural factors may have contributed to this event and no actions will be taken at this time. A device history record review was completed and documented tha the device met all specifications upon distribution.